Manufacturer narrative:
(B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. "Expiration date", "UDI" and "device manufacture date" could be provided as no lot number was supplied. The access sars-cov-2 igg ii reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. ¿ one patient sample was sent to the marseilles chu for investigation. Due to the low volume available, patient sample was first tested neat for the sars-cov-2 igg (1st is) assay. The marseilles chu obtained a reactive sars-cov-2 igg (1st is) result. Customer's result was therefore not confirmed. The concentration of sars-cov-2 igg in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, diversity of antibodies and reagent specificity. Results obtained with the access assay may not be used interchangeably with values obtained with different manufacturers¿ test methods. Per the who study, ¿establishment of the who international standard reference panel for anti-sars-cov-2 antibody¿, mattiuzzo et al., variability of quantitative results with the who 1st is vident manufacturer to manufacturer and method to method. Variation amongst quantitative results of serology assays are expected even when traceable to the same who international standard. Some factors which may contribute to variability of inter-manufacturer results are affinity of the antibodies in positive samples, assay format, and clinical decision points for the assay. Although variability amongst quantitative results is expected, qualitative result should be in alignment with the results of manufacturers who also have a who traceable igg assay. There is no international consensus determining the protective antibody response for sars-cov-2. The access assays is not labelled for vaccine response detection. The performance of our serology assays has not been established in individuals that have received a covid-19 vaccine. Depending upon the vaccine administered, the antibodies generated may be different and therefore the test result may differ depending upon the specific antibody being detected by the assay in use in the laboratory. In conclusion, the cause of the event cannot be determined with the available information. The investigation did not confirm customer's result. The patient was found reactive for sars-cov-2 igg. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2021 the customer reported one non-reactive sars-cov-2 igg ii (access sars-cov-2 igg ii assay, part number c69057, lot number not provided) result was generated for one vaccinated patient on the customer's unicel dxi 800 access immuno analyzer (part number 973100 and serial number (B)(4)). The customer reported that the non-reactive access sars-cov-2 igg ii patient result was discordant with the roche method. No data was provided by the customer. The customer also reported that the patient sample was tested with the access sars-cov-2 igg 1st is assay with non-reactive result. Per customer verbal 's report the patient was vaccinated with the pfizer vaccine and had received his second dose on (B)(6) 2021. No affect to patients or end-users has been reported in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. No system check, calibration and quality control (qc) data was provided. One patient sample was sent to the marseilles complaint handling unit (chu) for investigation. Due to the low volume available, patient sample was first tested neat for the sars-cov-2 igg (1st is) assay. The marseilles chu obtained a reactive sars-cov-2 igg (1st is) result. Customer's result was therefore not confirmed. There were no issues with sample integrity reported by the customer. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer. Two (2) medwatch reports will be generated to address the non-reactive sars-cov-2 igg ii and the sars-cov-2 igg 1st is patient results: medwatch number ¿2122870-2021-00148¿ will address the non-reactive sars-cov-2 igg 1st is patient result.

Manufacturer narrative:
2122870-2021-00147 was previously indicated as included in field action fa-21047. 2122870-2021-00147 is not included in field action fa-21047.

Manufacturer narrative:
This event is part of field action fa-21047.

Event description:
On (B)(6) 2021 the initial non-reactive access sars-cov-2 igg ii result was 8.70 ua/ml (< 10 ua/ml) and discordant with the positive vidas result obtained the same day and the ac total sars cov-2 roche cobas result of >250 u/ml (> 0.8) obtained on (B)(6) 2021. Calibration passed on 02aug2021 with reagent lot 124558 and calibrator lot 124322. The customer reported that the sample patient was incomplete. Sample tube collection type was vacuette® tube 5 ml cat serum separator clot activator. The customer reported that the sample was centrifuged for 10 minutes at 2100 g and 20°c. There was no report of sample integrity issues, the sample was full and clear. No further sample information was provided.

Manufacturer narrative:
On 29sep2021, the customer provided new information: on (B)(6) 2021 the initial non-reactive access sars-cov-2 igg ii patient result was 8.70 ua/ml (< 10 ua/ml) and discordant with the positive vidas result obtained the same day and the ac total sars cov-2 roche cobas result of >250 u/ml (> 0.8) obtained on (B)(6) 2021. Patient is a male who is (B)(6). Calibration passed on 02aug2021 with reagent lot 124558 and calibrator lot 124322. The customer reported that the sample patient was clear but incomplete. Sample tube collection type was vacuette® tube 5 ml cat serum separator clot activator. The customer reported that the sample was centrifuged for 10 minutes at 2100 g and 20°c. No further sample information was provided.